Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose and a no delivery alarm on (B)(6) 2026. The alarm was a past resolved event, and the issue was resolved by changing the infusion set. The patient visited the ER to control the blood glucose.